Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. D9 added device was returned and the date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the inability to detect the purge disc on ic10114 was a broken purge disc detection flag.

Event description:
The complainant reported that during setup of an automated impella controller (aic) for a clinical case, the aic alarmed for purge disc not detected. The aic was replaced prior to use, and no issues were reported with the replacement controller. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.